Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump was in his pocket when it made a loud noise, vibrated, and alarmed motor error. The customer's blood glucose level was unknown. The customer was able to rewind the device. The customer stated the device alarmed motor error more than once. The customer found a sensor end alert, an external ram crc error, an unexpected restart alarm, a bad battery alert, and a low reservoir alert in the alarm history. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.